Event description:
On the afternoon of (B)(6) 2010, the pt went to check her blood glucose and was unable to do so because her personal diabetes monitor was "dead". She changed batteries (alkaline) and the device alarmed. She left the omnipod on and ate a meal. She could not administer a meal/carbohydrate bolus because the pdm was not working. Later in the evening, she was admitted through the emergency room, at which time her blood glucose measured 1000 mg/dl. She was placed on an insulin drip. On the next day at 12:20 pm her blood glucose was still 538 mg/dl and she was not ready to be discharged.

Manufacturer narrative:
Neither the personal diabetes monitor nor the omnipod were returned for evaluation. We are not able to determine if any malfunction, deficiency or other product condition contributed to the pt's high blood glucose. No review of lot qualification records was conducted because no lot numbers were provided. The omnipod user's guide emphasizes the importance of frequent blood glucose monitoring to ensure early detection and prompt treatment of any issues. A "back up" freestyle blood glucose meter is provided to each omnipod customer in addition to the freestyle meter built into the pdm. Additionally, the guide instructs the user to keep with them at all times a vial of insulin, syringes for injecting insulin and instructions from their healthcare provider on insulin dosages to inject if the delivery from the omnipod system is interrupted.